Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. The existing aus was explanted and replace. There were no device issues and not further patient complications.